Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post caesarian section, the abdominal wound was painful. The lower part of the wound was red and swollen after the surgery. It was stated that the medicine was changed and the suture was removed.